Event description:
Customer reported the c-arm vertical column will not go up or down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found system to be operating as intended after instructing customer to place the keyswitch which disables lift and x-rays into the proper position. System operates as intended.